Event description:
Patient was brought to the operating room for a laparoscopic appendectomy by surgeon. While attempting to staple across the appendix, the laparoscopic stapler misfired and the staple was not placed. The stapler was exchanged for a replacement and the procedure was completed without further incident. No patient harm.